Manufacturer narrative:
(B)(4). A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.

Event description:
The facility reported a colleague infusion pump with a service code 199. According to the customer the pump was brought to him with this code. It is unknown when this condition occurred, however it is known to have occurred in the biomedical service department. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. The device will not be sent because the caller was able to resolve the problem over the phone with a technical service representative. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.